Manufacturer narrative:
Correction: h11: field should contain the following statement: device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented with cardiac perforation noted on the right ventricular lead. This resulted in pericardial effusion, high capture thresholds, and low pacing impedance. During the revision procedure, the device header anomaly was noted, and the set screw was stripped. The lead was unable to be fully inserted into the device. The device and lead were explanted on (B)(6) 2024. The patient was stable throughout.